Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 87 mg/dl and 294 mg/dl, professional system result of 45 mg/dl within 10 minutes. Around 4 am, the customer awakened and could not stand up, speech was slurred. Customer called his parents and they came to customer's house and called paramedics. Paramedics arrived around 730 am. The paramedics checked on their meter and the reading was 45 mg/dl. Customer checked on his meter and got readings of 87 mg/dl at 7:31 am and 294 mg/dl at 7:33 am. Paramedics recommended customer eat something. Customer's dad gave him cookies and a spoonful of sugar. Customer was not able to retrieve the food on his own but was able to consume the food. A couple hours later customer felt better. A request was made for the return of the meter and strips, replacement sent.